Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by tandem cds that the customer received multiple, intermittent occlusion alarms. The customers blood glucose (bg) level was not impacted. The customer tried different infusion set types and continued to received occlusion alarms.